Event description:
A customer reported encountering a cartridge alarm during the loading process while using their pump. There was no reported impact on the customer¿s blood glucose level. Despite following the air removal steps correctly, the customer was unable to successfully load a cartridge and resume insulin therapy, leading technical support to replace the pump. The customer was advised to return the faulty pump using a provided return box and a pre-paid label, and a new pump with updated software was shipped to them. The customer was instructed on how to prepare the faulty pump for return and to set up their replacement pump, including connecting their continuous glucose monitor.